Manufacturer narrative:
The ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected, device replacement was recommended. Surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported.